Event description:
Journal reference: aybek, et al. "Long -term cognitive profile and incidence of dementia after stn-dbs in parkinson's disease." Mov discord. 2007; 22 (7): 974-981. The article described a study to evaluate long-term cognitive profile and incidence of dementia in 57 subjects with bilateral subthalamic nucleus dbs for parkinson's disease. Reportable event: five (5) pts with bilateral stn-dbs fulfilled dementia criteria when examined by the neurologist 6 months post-surgery. These pts worsened in almost all cognitive domains, significantly for the global memory score. The 3 year follow-up revealed an incidence of dementia after stn-dbs similar to those reported in medically treated pts. However, 36% of pts developing dementia did, so within 6 months from implantation surgery suggesting a precipitating effect of the stimulation. Correct lead location was confirmed in all pts that were controlled by postoperative MRI.

Manufacturer narrative:
Journal reference: aybek, et al. "Long -term cognitive profile and incidence of dementia after stn-dbs in parkinsons disease." Mov disord. 2007; 22(7): 974-981.